Event description:
It was reported that the ball head of the screwdriver snapped off during use. No pt complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.